Event description:
The product would not mix in syringes. Removed from the field and replaced with a new product.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no